Event description:
Essure has caused me years for pain and heavy bleeding. Finally it got so bad that doctor performed endometrial ablation, d&c and other procedures over 6 month period to try to correct side effects.